Event description:
It was reported the pt's ipg is unable to communicate with external devices. The pt has not charged the scs system as recommended. As a result, the ipg is depleted. F/u determined the ipg was explanted and replaced. The pt is satisfied with the new ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.